Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: corevalve repositioning complicated by entrapment of snare in the valve delivery anchor citation: journal of cardiovascular medicine (2015) 16 (suppl 1):s10¿s11 (doi 10.2459/jcm.0b013e32835dbc92) authors: rocco edoardo stio, gennaro sardella, mauro pennacchi, gian paolo ussia and franceso fedele month and year of publish used for event date. No unique device identifier (serial) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that an (B)(6) male patient with a past medical history of aortic stenosis underwent a procedure to implant a 29 mm medtronic transcatheter bioprosthetic valve via right femoral access (serial number not provided). The valve was implanted low, 16 mm from the native annular aortic margin, resulting in severe regurgitation. A snare, along with the force of the heart contraction, was used to successfully re-position the valve. The regurgitation improved to trace. Due to the amount of force applied to the delivery catheter of the snare, the distal end was deformed making retrieval of the snare back into the catheter difficult. A second snare was used to capture the piece of the catheter that had trapped the loop and was used to successfully remove the snare. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.